Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI):(B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - no abnormalities related to the reported failure shown in dhrs found for lot# 064. The unit has passed all specific functional testing requirement, expect for the lock having up and down movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure the unit would not have slipped. Complaint not confirmed via inspection of the unit. This unit is beyond integra¿s 7 years recommended life cycle ( lot code 064 and manufactured in 2006). It is highly recommended that this device be replaced with a new device.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00543.

Event description:
This is 1 of 2 reports a customer reported that two clamps were involved in the same craniotomy surgery on a (B)(6) female patient on (B)(6) 2020. The patient's head moved in pins on the a3059 mayfield composite series skull clamp. It was then switched out for the a1059 mayfield modified skull clamp. The patient's head also moved in pins. Slippage and laceration were reported. It was undetermined by the hospital personnel which clamp the patient's head was in when the laceration occurred. Additional information received on 11sep2020 indicated that the frame was placed on the head and while attaching the frame to the bed, the head slipped in the pins. They switched it out for a second (2nd) frame and the head slipped worse. The patient was placed back in the first frame and it was attached to the bed. No stereotaxy device was used for the surgery. There was a 30 minute delay in surgery. The 3/4 inch long laceration on the temple happened at the end of the procedure.